Manufacturer narrative:
Manufacture¿s investigation conclusion: the system controller (serial number: (B)(4)) is being evaluated following the reported event of a controller exchange. The reason for the exchange is unknown. Multiple good faith effort attempts were made asking why the controller was exchanged, and when it was exchanged; however, no response was received. There were no log files submitted from this system controller. There were no reported events related to the system controller. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, backup battery fault, and driveline disconnect alarms. Heartmate iii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller was exchanged for unknown reason.